Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel was thought to be seeds but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and it could not be determined if the facility device cleaning/reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient cleaning/reprocess. The event may be detected by following the instructions for use sections below: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: 1. Did you clean, disinfect, and sterilize the device before sent it to olympus? Yes 2. Do you have any idea about what the foreign material is? Possibly seeds 3. Was there any delay in the start of precleaning? No delay 4. Were there any abnormalities in the accessories used for reprocessing? No 5. *if #3 is yes or unknown did you presoak the endoscope in the detergent solution? Yes 6. Have you wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges? Yes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the scope leak check dunk test was unable to be performed, minor dents and scratches on the distal end plastic cover, light guide bundle breakage with the light out, foreign material in the forceps passage, passage failure in the brush passage, superficial scratches and buckles on the light guide tube, which do not affect function, low right angulation, and a control knob movement play issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the channel of an colonovideoscope was blocked with seeds toward the distal end. The issue was found during a diagnostic procedure. There were no reports of patient harm.